Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) of 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. I do not have my lot number, I will have to get it from my provider who implanted it as well as my model number. The onset of my complaint started on (B)(6) 2014. This is a list of my side effects and symptoms that I have experienced due to essure: extreme pain in the right side of my stomach. Felt like someone was taking a needle nose pliers and putting it in my stomach, on the right side, and twisting it. I went into my obgyn who did the implant. She did an exam and "found blood and pus", her exact quote. She stated I had an infection. She gave me a shot of antibiotics on the day of my exam, as well as 2 more antibiotics to take for the next 2 weeks. I have been diagnosed with the following conditions: I had the t.r.u.e test done on (B)(6) by a dermatologist. Results are highly allergic to gold as well as nickel. Due to the extreme pain I went to the emergency room on (B)(6) 2014. I have had the following surgeries due to essure: I had laparoscopic vaginal hysterectomy on (B)(6) 2014 to remove the essure devices in each fallopian tube. My uterus, fallopian tubes, cervix and ovaries were removed. I went into the emergency room 3 (three) times after the hysterectomy as I was still experiencing the extreme pain mentioned above. The dates I went into the emergency room are as follows: (B)(6) 2014.